Event description:
It was reported that the during the patients trial, the trial lead moved and then became infected. Additional information was requested, if received a follow up report will be sent.

Event description:
Additional information received approximately three months later reported that the trial lead had been removed at the end of the trial. It was reportedly unknown what the cause of the migration was. It was noted that no devices were returned and that there was not necessarily a correlation between the trial lead infection and the trial lead migration. Additional information received five days later reported that the lead was removed on (B)(6) 2013 due to the infection. It was noted that the patient was to follow-up with the doctor regarding the infection, however the appointment was cancelled and the patient had not been back for follow-up. There was reportedly no documentation in the chart indicating the cause of lead migration or infection. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).